Event description:
The report states that a mosaic valve was removed due to stenosis (40 mmhg) and pannus noted on underside of valve. The valve was replaced with another valve without further complication to the patient.

Manufacturer narrative:
Evaluation method: device history reviewed. Results: device history review found the product met specifications when released for distribution. Analysis: the gross analysis shows that the stenosis was due to a combination of pannus on the inflow that extends onto the inflow of the leaflets, and moderately thick thrombus that lines the outflow of two leaflets. The pannus significantly reduces the orifice area. A small tear and abrasion due to bias wear are noted on the lunulae of two leaflets. The stent is distorted into a slight ovoid shape. Conclusion: reduced device performance occurred and was related to the event; however, the lack of effectiveness was related to the patient's condition.